Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
It was reported that, while servicing the device, a field engineer sustained a hand injury that was treated with stitches.

Manufacturer narrative:
The field engineer (fe) sustained a laceration to the hand. As the incident had occurred several months ago, the power supply was no longer available for engineering analysis. However, the design was analyzed for any potential sharp edges. A review of part and assembly drawings indicate the design meets iec standards for sharp surfaces, corners, and edges. The service procedure was reviewed and in general, the fe followed the proper procedure. For specific glove use, the manual specifies a general ppe requirement in section 3 of the procedure. It is up to the fe to properly identify the correct ppe for each situation. The fe was using a latex glove due to the presence of grease. However, this glove did not protect against hitting the part with a high force. It is possible he should have been using gloves which provide higher protection. The root cause of the incident was determined to be improper ppe/tool-use due to lack of awareness. This is not design or part quality issue. The applied mitigations are effective and reduce the risk to as low as reasonably practical. No further practical mitigations are available to reduce the risk. Ge will continue to investigate and trend each MDR and related complaints. No further action is planned.